Event description:
The device was used during spinal surgery. Reportedly, the surgeon performed a reoperation due to impingement of the s1 nerve root posteriorly. The hosp has reported the pt's condition is satisfactory.